Event description:
Advocate called about a problem with the display of the contour not lighting up. During the call, it was discovered there were some missing segments. No adverse event was alleged. The advocate was advised to return the meter for evaluation. Meter was replaced.